Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a polaris ultra ureteral stent was used in a ureteroscopy procedure in the kidney. During the procedure, the stent was not going over the wire and it was noticed that it was buckling at the ureteral opening. The procedure was completed with another stent and there were no patient complications reported.